Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged while attempting to treat a 60-year-old male patient, the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Device event logs indicate the device was powered off via button press near the end of the rescue and remained off for approximately 40 seconds before being powered back on, allowing the rescue to continue. Review of approximately 150 available logs found no evidence of low battery conditions or unexpected power-off events. Returned device evaluation and functional testing identified no device malfunction, and no faults were found. The device met all specifications and was recertified for clinical use. Analysis of reports of this type has not identified an increase in trend.